Event description:
The caller reported experiencing an alarm 2 followed by alarm 26 related to an occlusion event with the insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer disconnected from the pump and switched to multiple daily injections (mdi) for insulin therapy.